Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 400 mg/dl. The customer stated that the drive support cap was protruded sticking out. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.